Event description:
Doctor was using and introduced it already in the shoulder of the pt but when he pulled it out, the needle left in and was retrieved intact by doctor. The procedure was arthroscopy left shoulder, repair rotator cuff and acromioplasty.